Event description:
It was reported that device was used during a low anterior resection. It was reported that the device was fired properly with the drivers protruded forward, but no staples came out. Another device was used to complete the case. There was no consequence to the pt.